Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 256 mg/dl. Customer woke up with 76 mg/dl. Customer treated with food, then manual injection. Customer was nauseated and comatose. Hospital treated with IV insulin. Nothing further reported.